Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
"It was reported that the package was damaged and that air was leaking from the package. While storing the products, the packaging was squeezed, what made them notice that it really collapsed: air was leaving the package. They did a water test, and bubbles came out of the package. (See movie in email) when did the incident occur? - before use as also discussed over the phone with kim, we have the following situation before us: an oka nurse saw her colleague ¿stuffing¿ bd q-syte ref (B)(4) into a drawer, pressing the packs together and the air ¿disappearing¿. She put some packs on her desk and they slowly filled back with air afterwards (after a few hours/days: back bulging packs). I held that packaging under water and applied pressure and air bubbles effectively came through (see video - lot 5307254). Afterwards, I went to get a new pack in the economizer and this pack effectively came out of the box (overpack), I also submerged it in water and applied light pressure (so less pressure than in the video), air bubbles came out here too. Lot number 5274103. Doesn't seem okay to me?".